Event description:
A surgical coordinator reported a patient with an unexpected postoperative refraction following an intraocular lens (iol) implant procedure. The coordinator reported the lens was off axis by 90 degrees with residual astigmatism. Medical records were received and reviewed. The patient reported blurry vision beginning in the first postoperative day. The surgeon reported the lens is at the orientation that he intended. The lens did not rotate off axis.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. Medical records wer received on (B)(4) 2012. (B)(4).